Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, a manufacturing record evaluation was performed for the finished device batch number 850a90, no non-conformances were identified and the manufacturing standards were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure that the device did not function, and that the battery appeared dead. Unknown as to how the procedure was completed. There were no adverse consequences reported.